Event description:
It was reported that the patients lead migrated and was causing discomfort at the lead area and the legs. Lead migration was confirmed through a computerized tomography (CT) scan. The patient underwent an explant procedure and the explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7041131.